Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the otherwise asymptomatic patient¿s implantable cardioverter defibrillator [sn: (B)(4)] and right ventricular lead [sn:(B)(4) ] were explanted due to an infection. The patient was stable during and after the procedure.